Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument to perform failure analysis; however, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, a burn injury was identified on the sigmoid colon approximately 5¿6 cm from the joint of the monopolar curved scissors (mcs) instrument. The affected tissue exhibited black and dark red discoloration, suggestive of charring or bruising, but there was no bleeding as a result of the incident. Suturing of the affected tissue was performed preventatively with assistance from a gastrointestinal surgeon, and the procedure was completed without further complication. The patient experienced no postoperative complications and was discharged. The cause of the incident remains unknown; however, the operating surgeon suggested electrical leakage as a possible factor. While the grounding pad was confirmed to be appropriately placed, information regarding generator settings and the precise location of the grounding pad was not available.